Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device revealed the coil pusher and microcatheter were both received. The catheter was cut in 2 sections and the coil pusher was stuck in the proximal section. The shaft of the proximal section was severely stretched. The coil pusher was advanced out of the catheter proximally and with noted difficulty in the stretched shaft. Examination of the coil pusher revealed the tetrafluoroethene (tfe) and tip marker had been pulled off. A mandrel was inserted into the catheter and the coil pusher tfe was removed and found to be severely stretched. The tip marker of the coil pusher was not present in the tfe; however, the outline of the tip marker was visible indicating the tip marker was present. The tip marker was not located during further inspection. Dimensions which could be measured met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an embolization treatment procedure, the coil pusher became stuck in the catheter. A renegade fiber braided microcatheter was placed in an unknown vein. After successful implantation of the 13th non bsc coil, the physician attempted to remove the coil pusher-16; however, severe resistance was met. The coil pusher appeared to be stuck in the hub of the renegade and the physician opted to cut the microcatheter at the hub. As he was still unsuccessful in removing the coil pusher, he removed the two devices together. The procedure was not completed. There were no patient complications reported and the patient's status is good. However, device analysis revealed the tip marker of the coil pusher was missing.